Event description:
A report was received that there was a mechanical complication from the device. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was not getting a charge.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The physician believed that it was time to upgrade the device.

Event description:
A report was received that there was a mechanical complication from the device. The patient will undergo an ipg replacement.

Event description:
A report was received that there was a mechanical complication from the device. The patient will undergo an ipg replacement.